Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h6 medical device problem code should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide final investigation results. The device was returned to olympus for product analysis. Visual examination of the device identified wrinkles and indentations in the balloon that support the reported event details that the balloon could not be pulled out through the biopsy channel. While it cannot be determined at what point these wrinkles or deformations occurred, they can likely be attributed to the balloon being inflated and deflated during use and the attempts to remove it from the scope using force, which would have resulted in the deformation observed. The balloon was functionally tested and confirmed to inflate normally. The root cause for being unable to withdraw the balloon from the endoscope's biopsy channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported subject device, was expanded until it reached about 14 mm, at which point the expansion was stopped and an attempt was made to pull the balloon out of the endoscope's biopsy channel, but the balloon could not be pulled out. The issue occurred during a therapeutic esophageal dilation procedure that was completed with the same device with delay. There was no report of patient harm.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated field(s): d8, d9, h3, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation, the complaint was confirmed, and the cause was determined due to component failure of the balloon. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.